Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsule on the left hand side was thinner with grade 2 to 3, with less distortion and softness.¿ evaluation codes: f2203. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported via physician letter "left hand side was thinner with grade 2 to 3, with less distortion and softness". Patient reported baker grade ii-iii capsular contracture. A capsulectomy was performed. The device has been explanted and replaced.